Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Complaint received with return of device. Failure (event) observed during analysis. A partial lead with the connector pin measuring 30.0 cm was returned for analysis. External insulation abrasion was noted at 25.9-26.5 cm from the connector pin, consistent with lead friction to the device can. Insulation damage was noted at 32.0-33.5 cm from the connector pin, consistent with clavicle crush damage. The etfe coating was intact at these locations. (B)(4).